Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, failures related to the flow sensor and sensor board were observed. The device's flow sensor and sensor board were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.